Event description:
The patient called in and stated that he cannot use any of the tape we provide. Patient said that the adhesive in the tape is too strong and he is allergic to it. He said when he has to try and wear tape over night, within a couple of minutes, he'll start itching real bad and have to take it off right away. Patient said that he still has burn marks on skin from tape. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".